Event description:
It was reported by the service report that the head left siderail will not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail timing link.